Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the tangled piece of catheter was discarded by the customer. A new pump connector was put in and the pump was put back in the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml morphine (unknown) at 1.85 mg/day. The patient reported problems with her pump to her doctor. They experienced withdrawal symptoms because they were not getting medica tion. They attempted to complete a dye study and were unable to aspirate. On (B)(6) 2020, the rep met the patient at surgery center for planned pocket revision. The doctor suspected that the pump had flipped in the pocket. The doctor also reported that the pump had flipped previously. The patient¿s pump was found in the correct position, but the catheter was very tangled. The tangled catheter was cut off and replaced with a new catheter. The issue was resolved at the time of this report.